Manufacturer narrative:
Service repair/ system analysis was performed on february 05, 2018: the reported issue of system would not start was confirmed upon checking and "please wait" message was constant on the screen was noted. The 24 v dc was checked and was present, software revisions were checked. The software was reinstalled onto the system and laser was working fine was noted. The system was checked per procedure, turned the laser on and off several times to ensure system was warming up and laser was working. No parts were used for repair was noted.

Event description:
It was reported during a preparation of a prostate procedure, laser does not start up, no error message was noted only "please wait' was noticed. The procedure was not completed due to this event and was rescheduled. Patient outcome: "none" reported. No injury to patient was reported.

Manufacturer narrative:
Additional information received stated that the patient was not under anesthesia and the issue was noticed during preparation. The rescheduled procedure was completed successfully, with no harm to patient was reported.